Event description:
The customer reported there was a problem with the dap (dose rate) meter. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the dap meter and calibrated the system.